Event description:
It was reported that prior to starting- pre anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report they are having an error message about a potential problem with arm 1. The tse was not able to view system logs. The tse walked customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc), but error came back on start up. Tse inquired if customer would be able to continue with 3 arms, but they are not able to. Customer to have conversation with surgeon about moving to the other dv5 room or bring in the other patient cart. There was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed 32100 errors followed by 25935 errors at system startup. Fse replaced distal set up joint (suj)-1 and verified no more errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The distal suj was analyzed and in lighthouse, error 32100 was confirmed, indicating a voltage monitoring fault reporting to the axes controller tornado(tilt) act board. Unable to decode p values based on lighthouse findings. Installed distal onto golden system where no faults occurred in normal mode and unit functioned as expected. Tested distal on patient side cart (psc) fixture test platform (pftp) where it passed all relevant testing. After testing was complete, visual inspection found no issues related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.